Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the family of cardiac resynchronization therapy defibrillators (crt-d) in general were exhibiting premature battery depletion. Generally certain device features were being turned off and pacing amplitudes were being lowered. The devices remain in use. No patient complications have been reported as a result of this event.